Manufacturer narrative:
D4 and h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) reviewed the issue related to missing admission, discharge, and transfer (adt) messages indicating that the patient admission was not received, while only the preadmission information was visible. The tss confirmed through coordination with system leadership that preadmission orders were intentionally discontinued prior to system changes and were no longer expected to populate. The tss accessed the server to validate system behavior and verified that orders would appear only after a patient admission was completed. The tss concluded that the system was functioning as designed and that the observed behavior was not due to a malfunction. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing over to the stations, and the user facility was unable to view multiple patients, with the issue impacting all stations. However, there were no delays or adverse events or injuries reported based on this event.